Event description:
It was reported that when the device was used during a partial resection of the lung, there were malformed staples, and the device only delivered an incomplete staple line. There was no reported pt consequence.